Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. The system logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was a single solid lesion located on the pleura in the outer third of the antero-lateral segment of the left upper lobe; the size was about 7 millimeters. The physician used a brush, forceps, and an ion flexision needle to biopsy the lesion. The pneumothorax was discovered 1 hour after the procedure via chest x-ray. The size of the pneumothorax was greater than 1.7 centimeters. The patient had shortness of breath, chest pain, hypoxia, and dyspnea on exertion. The patient was given pain medication, breathing treatment, and oxygen therapy. The physician reported that the probability of ion causing or contributing to the pneumothorax is high because the event occurred during the procedure; however, there was no device malfunction associated with the event.